Event description:
Approximately 71 months post implant of excludeer devices, the patient presented with an acute aneurysm enlargement with an apparent endoleak. Attempts to treat the endoleak with coil embolization were unsuccessful. The following day, the patient underwent open exporation of the aneurysm with repair of the endoleak and reclosure of the aneurysm sac. Exploration showed no evidence of a true tupe 1 endoleak, rather a possible type 2 endoleak. The patient tolerated the procedure well.